Manufacturer narrative:
Patient¿s weight was not provided. Approximate age of device - 1 year and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was not on any anticoagulation due to gastrointestinal (gi) bleeding, and that power and flow estimation increases were observed. Additional information was requested but not provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A direct correlation between the device and the reported event could not be conclusively established through this investigation. Additional information provided by the customer indicated that the patient has colon cancer, which caused the gi bleeding events. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The customer reported that the patient has a history of gastrointestinal (gi) bleeding due colon cancer. The patient was not on any anticoagulation due to the gi bleeding events. The event reportedly resolved, and the patient was reportedly stable, and at home with routine monitoring.